Manufacturer narrative:
There was no pt involvement. Sorin group (B)(4) MFR the stockert centrifugal pump console. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the touch screen of the centrifugal pump console was unresponsive during set up. There was no pt involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that the touch screen of the centrifugal pump console was unresponsive during set up. There was no pt involvement.